Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and high pacing thresholds. The oversensing did not result in pacing inhibition. The lead was suspected to be fractured, so it was explanted. The patient's system was downgraded and this tachy lead was replaced with a brady lead. No additional adverse patient effects were reported.